Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was continued after the patient was transferred to another system. A philips field service engineer (fse) inspected the system log files and identified a filament open error. Further troubleshooting revealed that both the main and secondary focus assemblies were broken. The philips engineer replaced and retuned the x-ray tube to philips for further analysis the analysis confirmed the failure and found both filaments of the tube were blown after intensive usage. Following replacement, the system was returned to service in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the filament of the x-ray tube was broken which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.